Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-12240f, batch 10464514 was received for investigation. Functional testing identified that jaws at the distal tip were unable to be actuating when the handle assembly was engaged, indicating that the shear pin within the handle had broken. The observed condition is consistent with excessive force applied when engaging the handle. However, visual inspection concluded without the observance of breakage at the tip. The distal end of the device remained intact, although it was non-functional.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during meniscal resection the tip broke. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.